Manufacturer narrative:
It was reported that there was restenosis after the smart stent 120 150, sfa - 7 x 150 mm was implanted two and half years ago. No treatment was applied and the patient got a follow-up examination. On (B)(6) 2013 a smart stent was placed in the target lesion without any issue. On (B)(6) 2016 the patient visited a hospital and restenosis was confirmed. The target lesion was the distal portion of the left femoral artery. The patient¿s vessel was not tortuous and mildly calcified. The rate of stenosis was 100%. This is a case from japan smart pms for sfa and the case (B)(4). The device was not returned for analysis. A device history record review of lot 15844403 was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instruction for use (IFU) as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related. The DHR review does not suggests that the reported failures could be related to the manufacturing process of the unit. Therefore no corrective action will be taken.

Event description:
It was reported that there was restenosis after the smart stent 120 150, sfa - 7 x 150 mm was implanted two and half years ago. No treatment was applied and the patient got a follow-up examination. On (B)(6) 2013 a smart stent was placed in the target lesion without any issue. On (B)(6) 2016 the patient visited a hospital and restenosis was confirmed. The target lesion was the distal portion of the left femoral artery. The patient¿s vessel was not tortuous and mildly calcified. The rate of stenosis was 100%. This is a case from japan smart pms for sfa and the case (B)(4).